Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2007, model: 1158t, competitor lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post ventricular pace (vp) on stored electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.